Event description:
It was reported that a pump/gravity solution administration set's tubing was leaking. This malfunction was observed to have occurred during infusion of nacl. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. A visual inspection confirmed that the tubing has a small cut approximately at the centre of the long tube. The root cause of the reported condition could not be determined.